Event description:
Event description cpi received information that this sweet tip bipolar lead was removed from service because of a sensing problem. It was replaced with another sweet tip bipolar lead.